Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field and the issue was confirmed; there were broken/damaged components. The devices were repaired and returned. 1 unit is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the gatch or fowler exhibited phantom motion. There was no patient involvement.

Manufacturer narrative:
The device pending evaluation was evaluated and the issue was confirmed; it was found there was a misaligned component. The device was repaired and returned.

Event description:
This report summarizes 4 malfunction events, where it was reported the gatch or fowler exhibited phantom motion. There was no patient involvement.